Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 114 and 3525 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube was returned separated from the sheath. The hemostasis sheath was cut below the hub portion and the carrier tube was severed as well. Remaining portion of sheath, tamper tube and kinked arteriotomy locator were also returned. No other accessories components were returned. Visual inspection revealed that the hemostasis sheath was cut below the hub of the sheath and was separated from deployment sleeve which was in the rear lock position with the color bands fully exposed. The carrier tube assembly was also severed, and remaining portions were not returned. Remaining portion of hemostasis sheath appeared to be cut manually throughout the length of the sheath as can be seen in the attached pictures. No anchor and collagen were returned for analysis. A clamp marks and kinks were identified on the tamper tube and it is most likely appeared to be from a pair of forceps. Upon visual inspection of the deployment sleeve, there were no plastic deformities or damage noted on the mating latches. No other visual anomalies were noted. Functional testing was conducted, the carrier tube assembly was inserted into the hub of the sheath. A click sound was heard, and it was locked together and properly fitted. There were no functional anomalies noted with the locking of the sleeve. For further evaluation, the device cap of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. Then, a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. The distal end of the suture was inspected under the microscope and it was appeared to be cut manually with a blade. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Based on the investigation results, the device was manually deployed using forceps. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment of a 6f vip angio-seal device, when pulling back the device cap for the second click, the cap came right off the angio-seal. They were unable to deploy as per IFU steps, called the doctor for guidance on trouble shooting, cut away at device carefully to reveal the suture and tamper tube. They were able to seal the arteriotomy site using forceps, suture and tamper tube, with manual compression required. The angio-seal deployment was under ultrasound guidance, pts neurovascular observations intact post deployment, no vascular issues reported post deployment. There is no known effect on the patient. Additional information was received on 04june2020: the sheath size used was a 5fr. The patient was in stable condition. Hemostasis was achieved, no surgical intervention required. Blood loss was localized, no extra fluids were needed. The carrier tube assembly was properly mated with the hemostasis sheath. The device did not come out of the patient, the two device caps separated at the green wings that clip in. The insertion site was above the bifurcation and below the inguinal ligament.